Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilization. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and oophorectomy outcome was unknown. The reporter considered device dislocation and oophorectomy to be related to essure. The reporter commented: patient had more than one removal surgery performed. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilization. The patient's medical history included menometrorrhagia, pelvic adhesions and hypermenorrhea. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and oophorectomy outcome was unknown. The reporter considered device dislocation and oophorectomy to be related to essure. The reporter commented: patient had more than one removal surgery performed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.